Event description:
It was reported that the blood pressure values which were displayed on an automated sphygmomanometer and transducer were different. The systolic pressure showed 180mmhg on the automated sphygmomanometer and 90mmhg on the dpt. The shape of the waveform on the monitor was normal. It was confirmed via trucal that the value and the waveform matched. There were no error messages noted or patient complications reported. The cable was replaced with another cable and the situation improved. It was suspected that the cable caused the symptom.

Manufacturer narrative:
Evaluation of the returned suspect cable was unable to confirm the customer's complaint. No failures were observed during the conductivity testing executed with the dvm tester, and no physical damage was observed during the visual inspection of the cable. The device history record was unavailable for review. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the referenced device or the dpt to function appropriately. The cable will be returned to the customer and no further actions will be pursued at this time.

Manufacturer narrative:
The referenced device evaluation is expected, but was not completed at the time of this submission. Evaluation results will be submitted in a follow up submission upon receipt of the findings. See MDR 2015691-2012-18811, for the system-related component: pressure transducer.